Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer performed self test and it was passed. But customer again performed self test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace.